Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause has already been determined and addressed with a CAPA.

Event description:
Customer complains blood leak during treatment. The pt suffered a blood loss of 200 ml. No medical intervention was necessary.